Event description:
It was reported that the procedure was to treat a moderately tortuous circumflex artery. A 2.75 x 18 mm xience alpine stent delivery system was advanced to the lesion; however, when attempting to deploy the stent implant, the balloon would not inflate. After removal from the anatomy, it was noted that there was a leak in the distal shaft, proximal to the balloon. Another xience alpine stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The leak and inflation issue were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for inflation issues or leaks from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.